Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The initial report had the incorrect information in summary narrative. The correct information has been provided with this report. (B)(4).

Event description:
Customer experienced symptoms of low blood glucose levels.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 43 mg/dl. Current blood glucose level was 109 mg/dl. The customer was treated with candies for low blood glucose level. Customer experienced symptom of high blood glucose level such as shaking, weakness. It was reported that insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.